Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port on the pump was loose which caused the pump to be unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 143 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.